Event description:
It was reported that the tdxsp-mcg power is getting a left motor fault, bad right motor sitting in chair. Per dealer right motor locked up when the consumer was going down a ramp the chair turned to the right and the consumers' foot bumped into a rail. No injury reported.